Manufacturer narrative:
According to the description of the event, the threads of an impactor were damaged. The impactor was not provided for an optical examination. Since there are also no pictures available, no optical examination could be performed. It is known that the malfunction of the impactor occurred during use/ intraoperatively. However, this had no health effect on the patient. According to the available information the surgery was brought to an end with the same instrument. The manufacturing documents and the material certificates of the impactor were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the malfunction of the impactor occurred. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the impactor. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The affected impactor was manufactured in 2015, hence it is very likely that it is in use for 9 years. This event was assigned to the error pattern "unsuitable threads" in the associated risk management.

Event description:
The following event was reported to implant cast gmbh: "thread is turned through" remark ic-gmbh: it is known that the issue occurred intraoperatively. However, according to the available information, the surgery was brought to an end with the same instrument and this issue had no health impact on the patient.